Manufacturer narrative:
Date of event: (B)(6) 2022. Found during estimation of the device. The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found that watertightness was not maintained due to holes in the universal cord, the adhesive of the objective lens was coming off, insulation on the imaging cable was not maintained, the curved rubber adhesive was missing, and operation is heavy when the operation part angle is fixed. There were scratches on the curved rubber, the operation part, the grip, the nigiri cover, the video connector, the light guide connector, the light guide cover glass surface, and the video connector case. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus, the endoeye flex deflectable videoscope had damage to the universal cord. Inspection and testing of the returned device found the adhesive on the lens peeling off. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified; however, the event most likely occurred due to use stress, external factors, or handling. Olympus will continue to monitor field performance for this device.